Event description:
It was reported that a malfunction alarm occurred. Reportedly the customer contacted a healthcare provider to obtain alternate insulin therapy. There was no adverse impact to customer's blood glucose level.